Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("essure device removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: this article was published in "hoy diario de extremadura edicion badajoz" (the ses removes 8 of every 1000 essures implanted). It was reported that around 2000 women have essure implanted but only in 16 cases the devices were removed and this case belongs to one of the 16 patients mentioned. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 23-aug-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 707 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.